Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one (1) sterile unit was returned for evaluation. Upon inspection, engineering tested the sterile unit; the sterile bag conformed to all specifications. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Lap hysterectomy with davinci- "when extracting the adnex from the patient, the specimen fell out of the bag. There was a hole in the bag and a piece of plastic in the patients cavity. They decided to use a second bag and the same happened. It looked like the bottom of the bag had come off repeatedly, while trying to pull out the specimen in the closed bag. (At normal application of force)"